Event description:
It was reported that during a generator replacement procedure due to normal battery depletion (nbd), the right ventricular (rv) lead exhibited high out of range shock impedances, measuring greater than 125 ohms when connected to the new cardiac resynchronization therapy defibrillator (crt-d). The rv lead was surgically abandoned and replaced. The crt-d remains in service. No additional adverse patient effects were reported.